Event description:
Rptr was in an automobile accident in 1992 and sustained a crushed pelvis. In order to repair her injuries, she has had 2 surgeries with various fusions and grafts. On the second surgery (1996), she had 2 screws explanted and replaced. The rptr does not know which screws were involved. According to the rptr, the screws were explanted because they had "went through the bone" and she continued to have pain. Four original screws remain implanted. She is scheduled for a third operation (date and procedure unk). The list of implants provided were: 4 hole plate, 6.5mm screws, 7.0mm lag screws.